Event description:
Rep was showing surgical tech how to assemble tibial nail implant to the nail adaptor and bolt so the nail could be implanted into the patient. The tech did not have the nail adaptor properly aligned with the proximal end of the nail. When he tried to tighten the adaptor and the bolt to the nail the bolt was not threading in and the bolt ultimately was jammed in the adaptor. We were unable to remove the bolt from the adaptor. As a result, rep drove to washington hospital center to obtain another tibial nail set. The adaptor from that set was autoclaved and then used to implant the tibial nail. Patient was under anesthesia for additional 30 mins.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
Rep was showing surgical tech how to assemble tibial nail implant to the nail adaptor and bolt so the nail could be implanted into the patient. The tech did not have the nail adaptor properly aligned with the proximal end of the nail. When he tried to tighten the adaptor and the bolt to the nail the bolt was not threading in and the bolt ultimately was jammed in the adaptor. We were unable to remove the bolt from the adaptor. As a result, rep drove to washington hospital center to obtain another tibial nail set. The adaptor from that set was autoclaved and then used to implant the tibial nail. Patient was under anesthesia for additional 30 mins.

Manufacturer narrative:
Investigation revealed the subject product to be a concomitant item. The device did not contribute to the event.